Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in the emergency room because their ins was not currently working and it had stopped that morning. The patient thought the ins was dead. The caller could not confirm if a message was seen on the patient programmer (pp). When interrogated, the pp said off/ok. They were advised to try turning the ins on. A follow-up call was received stating the pp was showing on and ok. No patient symptoms or further complications were reported as a result of this event.